Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that the patient was implanted with a synthes trochanteric fixation nail (tfn) construct on an unknown date. The construct consisted of a trochanteric fixation nail, helical blade, and distal locking screw. A non-union was noted in the subtrochanteric region of the proximal femur; the non-union was closer to the area of the helical blade. The original revision surgery to remove the construct was cancelled due to an oily residue being discovered on multiple instruments. At the start of an intramedullary (im) nail removal - open reduction internal fixation (orif) of proximal femur, an oily residue was identified and deposited on the trays under the screwdriver handles on the trochanteric fixation nail (tfn) set. A second set of trochanteric fixation nail (tfn) instruments was opened and the same oily residue was found in the trays. The surgery was aborted and the patient was awoken. Patient status, after the surgery was aborted, was not provided. The surgery was rescheduled for (B)(6) 2014. The re-scheduled revision surgery was successfully completed. The nail, helical blade and distal locking screw were removed and patient was revised to a synthes 4.5mm cannulated 90 degree blade plate. The facility discarded the explanted hardware. This report is for an unknown trochanteric fixation nail. This is report 4 of 5 for com-(B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown helical blade/unknown lot. Additional product code: hwc. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.